Manufacturer narrative:
A review of similar complaint notes this to be a known issue and the cause is associated with the female connector on the cart e-panel. CAPA-010450 was initiated to correct the issue. A review of the device history record (DHR) is not required as the subject part is a supplied item. A review of nonconforming report show no report that would relate to the reported issue. The risk associated with the reported issue is noted in: risk document number: ((B)(4)., platform 2.0, risk ID: (B)(4). No action is required based on risk acceptance. The incident will continue to be tracked in regular trend review meetings.

Event description:
It was reported that the patient underwent a monarch bronchoscopy procedure. During that procedure the monarch system reported having fault 804-46-0-0 (pdu e-stop error). The bronchoscope was removed, and the monarch was power cycled. After the system powered on, the same fault returned. Program development manager (pdm) checked the e-stop button on the cart, and it was not illuminated, so the pdm was instructed to power cycle from the tower software. Once the system was completely off, pdm checked the umbilical cable and discovered a recessed pin inside the umbilical cable. The procedure was aborted and rescheduled for a later date.